Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the paint on the pump housing was chipping and bubbling. Reportedly, the damage made it difficult for the customer to load a cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the pump would continue to be used for insulin therapy.